Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there a deficiency with the suture? If yes, please explain. Did the needle break? Did the needle pull off the suture? Did the surgeon leave the needle in the patient by mistake? If yes, please explain. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index neurosurgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle? What was the size of the needle used? Did the needle break? If yes, please provide the following: ---what was the size of the broken needle fragment? ---was more than half the needle retained in the patient? Were the needle/needle piece(s) retrieved during the same procedure? Does the needle/needle piece remain retained in the patient's tissue? If retained, where are they located/in what structure? If retained, were there any patient consequences? If retained, are there plans for removal of any remaining fragments? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown neurosurgery procedure on an unknown date and suture was used for the vascular anastomosis. It was reported that one needle could not be found. It was possible that the needle was left inside of the patient. Additional information was requested.